Manufacturer narrative:
The device history record for involved gamcath (B)(4) with lot number 2015-02-1113 shows the catheter was manufactured in accordance to specifications. The complaint history did not show any similar complaint for the used lot number from other hospitals. The root cause of the reported disconnection between the femoral catheter and the return line remains unknown. The used catheter was discarded after the event and no further technical investigation can be performed.

Event description:
A patient in (B)(6) was undergoing crrt which included a prismaflex and gamcath (B)(4). The nurse found the return line of the filter set disconnected from the femoral catheter. Treatment was immediately stopped and the patient received hand ventilation and administration of IV adrenaline. The blood loss was estimated to be 977 ml; the patient had a decrease of hemoglobin and received transfusions of rbc and ffp. The gamcath (B)(4) was discarded and not available for inspection.